Event description:
It was reported to boston scientific corporation that an obtryx halo device was implanted on (B)(6) 2010. According to the complainant, as a result of the implant, the patient suffered incontinence, infections, mesh erosion requiring additional removal and corrective surgical procedure, pelvic pain, autoimmune disorders and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.